Event description:
The user facility reported that the housing fractured at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts are being made to obtain additional information about the event.

Event description:
The user facility reported that the housing fractured at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The case was completed with no adverse consequences, no medical intervention and no clinically significant delay.

Manufacturer narrative:
Additional information b5, d4, h4 corrected data: d9 the reported event was confirmed. A picture was attached to intake. It was visually observed the weld was fractured.